Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device operated within specifications and passed all tests. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. However, during repair, it was determined that the device had an unknown substance/residue on internal components. It was determined that this was consistent with improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device would not work in reverse. It was unknown if there were any delays to the planned surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.